Event description:
As reported by the user facility: this patient became hypotensive and was given phenylephrine and epinephrine IV with initial response. A norepinephrine infusion was ordered, and attempts were made to load the tubing into the b. Braun pump, however, the pump alarmed with an error message stating that the tubing was not properly loaded. The rn verified the tubing was correctly loaded and no reason for the error alarm was found. During this timeframe, critical medication was delayed, and the patient became pulseless and suffered cardiac arrest. Resuscitation was initiated and the patient had return of spontaneous circulation.